Event description:
The technician alleged that when the brake was applied the head left brake caster would swivel. No pt impact.

Manufacturer narrative:
The technician replaced the head left brake caster to resolve the issue.